Manufacturer narrative:
Software logs were returned to the manufacturer for analysis. Analysis found the issue was due to unexpected loss of power leading to corrupted mobile view station (mvs) files. Replacing config files from backup resolved the issue. The software was functioning as designed. . The software investigation found that the reported event was related to a software issue.

Event description:
Medtronic received information of a returned casepart.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the configuration file was found to be corrupted. To restore functionality, the backup file was loaded and the hard drive defragmented. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not complete start up. There was no patient present when this issue was identified. No additional information was provided.